Manufacturer narrative:
Other applicable components are: product ID: 37791, serial# unknown, product type: recharger.

Event description:
The patient reported that the device is making their life worse rather than better. They stated that their trial worked great, noting that they had 80% success, but their device is not working. The patient mentioned that since (B)(6) 2017, the device is not helping with the pain in their back, and that it only helps in their legs. They stated that the tingling only goes 1/3 of the way up their back before it stops. The patient mentioned that they are reading a book on how the stimulation can be extended. They noted that they have had several reprogramming sessions, and nothing has helped for their pain. The patient added that their pain is actually better when they turn the device off. They stated that l4 and l5 are swollen from arthritis, and is squeezing their sciatic nerve. The patient mentioned that their pain level is a 7-8. They stated that they hardly have any strength in their arms and legs, and are ¿turning into a vegetable.¿ they cannot climb the stairs because they have no strengthening their legs. The patient indicated that they are charging more frequently, and that their device is using twice as much battery. They added that the battery normally decreases ¼ on a day, but last month it went down ½ a battery. Patient services tried to get the patient to clarify the issue, but could not. The patient noted that it takes 2 hours to move a quarter of the battery. The patient later stated that it used to take 45 minutes to recharge, and now it takes 2 hours. The patient is confused why nobody has programmed the device to help with their back, and why their stimulation has not been extended. The patient reports difficulty with charging the system. They note getting a thermometer icon on their recharger screen; they state this happens 3-4 times per month. It was reported that the patient¿s recharger antenna is damaged. The patient indicated that they never get a ¿fully charged¿ screen when charging. The patient¿s physician has suggested cortisone shots, but the patient does not want those. A replacement recharger antenna was sent to the patient. The patient was to follow-up with their healthcare provider. The patient was implanted for spinal pain. No further complications were reported.